Event description:
Implant fracture.

Manufacturer narrative:
Implant region 15 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability.material analysis could not be done as there was no product provided for evaluation.

Event description:
Implant fracture.